Event description:
Pt reported to central support desk on 12/11/1999 that the pt. Received new pumps to replace pumps that were alarming high pressure. Pt stated: both new pumps were alarming high pressure. One quit workiing and the other continued to alarm high pressure. Replacement pump went out again 12/11. 12/13/1999, pt continued to have high pressures and developed shortness of breath and was admitted to hosp per pt request, as pt stated, "I'm really worried." Physician and r.n. Reported that pt continued to have high pressure problems. While in hosp. 12/14 pt was discharged from hosp and was sent 2 replacement pumps to hosp (prior to pt. Discharge. Now at a clinic for eval/appointment until 12/17/1999.